Event description:
It was reported that the ilet bionic pancreas generated repeated insulin occlusion alerts while the user was using a 23-inch infusion set, with hyperglycemia observed up to 345 mg/dl; the user performed an initial tubing fill with visible drops, and the event resolved only after a full supply change when a bent infusion site was found. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting guidance and supply replacement. Investigation included technical support troubleshooting and user education on early-use best practices. Investigation of this case revealed a bent infusion site consistent with an infusion pathway occlusion that impeded insulin delivery. It was concluded that the event was attributable to an infusion set occlusion due to a bent cannula, with resolution after replacement of supplies. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.